Event description:
It was reported that the customer's blood glucose level was high, but the specific value was unknown as it displayed "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and no further assistance was required.